Event description:
According to the report the patient cannot hear with implant since first switch-on patient does not even feel pain when mcl is higher than 1000 and duration is longer than 55us. CT image showed that the electrode array was in the cochlear. Telemetry testing confirmed that implant was functioning ok. A period of time passed before a decision was made, as the family member was undecided as to whether or not the patient should be reimplanted.